Event description:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In 2017 she experienced fatigue ("extreme fatigue"), balance disorder ("difficult to stand") and gait disturbance ("difficult to walk"). Essure was removed in (B)(6) 2018. An unknown time later she experienced muscle disorder ("muscle problems") and underwent medical device removal (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (essure removed in (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to muscle disorder, fatigue, balance disorder, gait disturbance or medical device removal. The reporter commented: she explains that she found it very difficult to walk and stand, and experienced extreme fatigue three years after her essure implant. She underwent surgery in (B)(6) 2018 to have it removed, and has experienced fewer symptoms since. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2014, the patient had essure inserted. In 2017 she experienced fatigue ("extreme fatigue"), balance disorder ("difficult to stand") and gait disturbance ("difficult to walk"). Essure was removed in (B)(6) 2018. An unknown time later she experienced muscle disorder ("muscle problems") and underwent medical device removal (seriousness criteria hospitalisation and intervention required). The patient was treated with surgery (essure removed in (B)(6) 2018). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to muscle disorder, fatigue, balance disorder, gait disturbance or medical device removal. The reporter commented: she explains that she found it very difficult to walk and stand, and experienced extreme fatigue three years after her essure implant. She underwent surgery in (B)(6) 2018 to have it removed, and has experienced fewer symptoms since. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.